Event description:
The physician intended to treat a lesion in the distal rca and right posterior lateral. The physician successfully delivered a 3.0 x 30mm endeavor sprint stent. It is reported that the patient expired approximately 9 weeks post index procedure. Investigator reported a death associated with a myocardial infarction. The relationship with the device, drug or procedure is unknown. No autopsy was performed.

Manufacturer narrative:
(B)(4). Results - (myocardial infarction and death), (no device received for evaluation).